Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at scl health system reported the cns-6801a (pu-681ra sn:(B)(6) screen displayed no patient name and all information was wiped out. This occurred on (B)(6) 2019. The box was locked and batteries were full. The issue was resolved by entering information again. Service requested customer requested to document the event. No further action requested. Service performed n/a investigation result the cns warranty began (B)(6) 2018. The issue was reported after approximately 14 months at the customer facility. Review of device sap history found previously reported issue of information loss: (1) 300169730 reported (B)(6) 2019. Transferring a patient led to loss of information. The issue was determined to be related to user error. (2) 300169748 reported (B)(6) 2019. Two days of data was reported to be lost. Further information unavailable due to lack of customer response. (3) 300175479 reported (B)(6) 2019. Patient information was lost. Investigation in progress. (4) 300177489 reported (B)(6) 2019. Patient data and history disappeared. Investigation in progress. The unit appears to have a trend of issues regarding data loss. It is unknown if all incidents are related. Review of tickets opened at customer facility found other units reporting to have loss of data: 300165634 reported (B)(6) 2019 for sn: (B)(6). Issue was determined to be use error. 300169791 reported (B)(6) 2019 for sn: (B)(6) . Resolution not reached. Further information is not available as customer only wished to document the issue. The root cause could not be determined from the available information, as cns was not evaluated at nka and further details of the incident along with cns logs were not provided. Investigation of related incidents for this unit is currently in progress.

Event description:
It was reported that the central nurse's station (cns) screen displayed no patient name and all information wiped out. No consequence or impact to the patient was reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) screen displayed no patient name and all information wiped out. Issue resolved by entering patients information in again. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors.

Event description:
It was reported that the central nurse's station (cns) screen displayed no patient name and all information wiped out. No consequence or impact to the patient was reported.